Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it failed to cross the lesion and t was also noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported.